Event description:
Clinical study. It was reported that 429 days after a coronary drug eluting stenting treatment procedure, the patient had a myocardial infarction (mi), and required a target vessel reintervention (tvr) 3 days later. The patient expired 20 days after the tvr. The index procedure treated a 2.5x8mm, 90% stenosed, mildly calcified, and mildly tortuous lesion in the saphenous vein graft (svg) of ramus with predilation and placement of a taxus express2 2.5x12mm drug eluting stent, reducing stenosis to 0%. The lesion was post-dilated and no thrombus was present post-procedure. The patient developed expressive aphasia post-procedure, which was considered to be moderate in severity and non life-threatening. A head CT was performed with results unknown. The neurologist and the speech pathologist were consulted. In the opinion of the physician, this event was related to the procedure, but not related to the taxus stent. The patient was discharged 5 days later on aspirin and plavix. At the time of discharge, the outcome of the expressive aphasia was noted as ongoing. Four hundred twenty nine days after the index procedure, the patient was admitted for "cerebrovascular disease" and experienced a mi. The physician assessed the relationship of the event to the taxus stent as unknown. The relationship to the target vessel was also assessed as unknown. The patient required a tvr 3 days later for focal in-stent restenosis of the previously placed taxus stent. A taxus express2 stent was placed in the svg of ramus. The physician felt that the event was probably related to the taxus stent. Twenty days after the tvr, the patient expired due to "cardiac arrest". The patient was taking plavix and aspirin at the time of this event. The physician assessed the relationship of the event to the target vessel as unknown. A relationship to the taxus stent was not provided. No autopsy was performed. No further information is available at this time.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis wll be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.